Event description:
Patient reported via agency ¿about recall, have implant replaced and rupture¿. Patient also reported ¿right side deflation¿. Healthcare professional reported bilateral exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, yellow particles in the surface of the shell, and fold crease. A leak test was performed and an opening found on the anterior/posterior. A microscopic analysis was performed which identified a sharp opening on the posterior side and a striated edge opening consistent with the use of a surgical tool. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the posterior side assessed as an unidentified tear opening and a striated edge opening on the anterior side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported via agency ¿about recall, have implant replaced and rupture¿. Patient also reported ¿right side deflation¿. Healthcare professional reported bilateral exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.